Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that within one month post-implant of a leadless implantable pulse generator (ipg), an increase in stimulation threshold was observed, which contributed to premature battery depletion. The leadless implantable pulse generator (ipg) was explanted and replaced with a transvenous ipg system. No patient complications have been reported as a result of this event.